Event description:
An impella cp was inserted via the femoral artery to support the 61-year-old male patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared. While on support the patient did have distal perfusion catheters in place for bilateral ischemia. The time of placement is not known at this time, whether the perfusion was placed prior to or after impella placement. While on the support the patient condition deteriorated and the worsening of his cardiogenic shock prompted the medical team to add va-extra corporeal membrane oxygenation (ECMO). The patient was not a candidate for more advanced therapies inclusive of a ventricular assist device (lvad) or heart transplant. The patient had significant bleeding and had persistently poor pulsatility and minimal lv recovery. The decision was made for care withdrawal and the patient expired. The death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 61 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared. While on support the patient did have distal perfusion catheters in place for bilateral ischemia. The time of placement is not known at this time, whether the perfusion was placed prior to or after impella placement. While on the support the patient condition deteriorated this prompted the medical team to add va-extra corporeal membrane oxygenation (ECMO). The patient was not a candidate for more advanced therapies inclusive of a ventricular assist device (lvad) or heart transplant. The patient had significant bleeding and had persistently poor pulsatility and minimal lv recovery. The decision was made for care withdrawal and the patient expired. The death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
B5 revised to reflect additional information received from the clinical site. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes were updated/corrected and repopulated accordingly. D4 revised.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 ( manufacturer fax); d10 (concomitant med products). The cause of the injury was not determined due to insufficient clinical details.